Event description:
I had been using bausch and lomb moisture loc solution and may have contacted the fungi that is now in the news, but I can't be sure until I speak to the dr. I am a soft contact lens wearer and they are extended for overnight wear and I have an immune system that is compromised. Bausch and lomb e-mailed me to say that they had sent me the moisture loc solution and would I want a 5.00 rebate form. I lost part of my vision in my right eye and was off work for fourteen days at the time using zymar and polymyxin b sulfate and trimethoprim to clear it up. At the time my dr stated that I was days away from needing a cornea transplant if we could not get it to stop. At the time we did not know what had caused this, but maybe now although I am not sure that we reported it anywhere.